Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2015device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment intact. Evidence of partially discharged batteries being installed observed in black box on (B)(4) 2014. Current draws within specifications. No evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.